Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: occlusion is considered to be a permanent impairment. Device issue: no device malfunction has been reported. It was reported via a trial that during the index procedure in 2008, a total of four vessels were treated. The mid right coronary artery (rca) lesion was treated with two xience v stents (3.0 x 23 mm & 3.5 x 12 mm). The mid left anterior descending (lad) lesion was treated with a 3.0 x 28 mm xience v stent. The proximal circumflex (cx) lesion was treated with a 3.5 x 15 mm xience v stent and the 1st obtuse marginal lesion was treated with a 3.0 x 23 mm xience v stent. During the procedure, there was an abrupt closure of the right ventricle side branch. Although, this was a non target vessel, it is a side branch off of the mid rca. Reportedly, there was no treatment necessary. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Occlusion, as noted in the xience v IFU and risk assessment matrix is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported patient effect, and the relationship to the products, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency. The 3.5 x 12 mm xience v stent is being reported under this same manufacturer report number.